Event description:
It was reported that the device reached elective replacement indicator (eri) and had early battery depletion. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.